Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 month post implant of mesh ¿ ventralex, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence an adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-sep-2012) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralight st. The patient is only making a claim for an adverse patient outcome against the bard/davol ventralex (device #1). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with hernia thereby underwent open repair with implant of ventralex (device #1). Per operative notes, ¿the hernia sac was dissected free. A ventralex patch (device #1) incorporated in the fascial in the midline using sutures.¿ (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with removal of mesh (device #1) and implant of ventralight st (device #2). Per operative notes, ¿there was adhesive omentum to the midline and noted old mesh (device #1) with lateral recurrence on right side. The adhesions were stripped from mesh and then mesh was removed. A piece of ventralight st mesh (device #2) was placed and tacked circumferentially.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex(device #1) . (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralight st. The patient is only making a claim for an adverse patient outcome against the bard/davol ventralex(device #1). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿